Manufacturer narrative:
Patient ID (B)(6): the surgical images confirmed that there was in fact a corneal perforation on the first ai. A review of the reprocessed images showed that the localized images had bubbles just below the cornea. The software misidentified the anterior corneal surface by approximately 20 um due to a combination of the bubbles and patient movement. The minimum residual cornea for this case was 101 um, therefore, patient movement along with a 20 um offset allowed for the beginning of the ai to perforate the anterior surface of the cornea. Root cause: patient movement and bubbles below the cornea. Patient ID (B)(6): surgical images were reviewed and noted eye movement during the procedure. However, there was no indication that the cornea was perforated. No vitrectomy was performed on patient (B)(6). The doctor sutured patient (B)(6) and reported that the patient had 20/20 vision. Patient (B)(6) had 20/15 vision. The latest software lensdoctor v10.14.2.6 has improved the algorithm for detection of bubbles near the anterior surface of the cornea. In addition, lensar cas has spoken with the doctor regarding docking technique and the importance of minimizing patient movement during the case.

Event description:
On (B)(6) 2018 a doctor reported he had a full thickness ai on patient (B)(6) that required sutures. He said the ai'swere set at 85% depth, he prefers 80, so next case he reset percent thickness to 80%. Said ai was still too deep on 2nd case and he was afraid to open ai. He said first ai was sticky too, which it never has been.

Manufacturer narrative:
(B)(6). The surgical images confirmed that there was in fact a corneal perforation on the first ai. A review of the reprocessed images showed that the localized images had bubbles just below the cornea. The software misidentified the anterior corneal surface by approximately 20 um due to a combination of the bubbles and patient movement. The minimum residual cornea for this case was 101 um, therefore, patient movement along with a 20 um offset allowed for the beginning of the ai to perforate the anterior surface of the cornea root cause: patient movement and bubbless below the cornea. (B)(6). Surgical images were reviewed and noted eye movement during the procedure. However, there was no indication that the cornea was perforated. No vitrectomy was performed on (B)(6). The doctor sutured (B)(6) and reported that the patient had 20/20 vision. (B)(6) had 20/15 vision. The latest software lensdoctor v10.14.2.6 has improved the algorithm for detection of bubbles near the anterior surface of the cornea. In addition, lensar cas has spoken with the doctor regarding docking technique and the importance of minimizing patient movement during the case.

Event description:
On (B)(6) 2018 a doctor reported he had a full thickness ai on patient 65 that required sutures. He said the ai's were set at 85% depth, he prefers 80, so next case he reset percent thickness to 80%. Said ai was still too deep on 2nd case and he was afraid to open ai. He said first ai was sticky too, which it never has been.